Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 3. Reference MFR. Report#3006705815-2017-00645, reference MFR. Report#1627487-2017-03015. It was reported the patient showed signs of infection a month after permanent implant. As a result, surgical intervention was undertaken on (B)(6) 2017 wherein the entire scs system was explanted. Reportedly, cultures were taken and the patient was referred to an infectious disease physician for further evaluation.